Event description:
It was reported that the patient fell from a ladder onto her deck while cleaning windows in (B)(6) 2013. On (B)(6) 2014 the symptomatic patient presented to the clinic, the right ventricular lead exhibited high impedances. During the procedure, it was noted that the lead was fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.